Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 60/80 sterling otw balloon catheter was advanced to the target lesion and during the first inflation at 6atms a balloon rupture occurred. The sterling balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.